Manufacturer narrative:
D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. H3 - device evaluated by mfg? Device will not be returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the "end part of the pigtail" from an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter "broke off". The device was placed on (B)(6) 2025 as a chest tube. It was noted that there was limited "wear and tear" on the catheter. The catheter required removal and replacement with an unknown new device. No other adverse effects were reported for this incident.